Event description:
The patient contacted animas on (B)(6) 2013 and reported that they had blood glucose (bg) levels in the 300-400mg/dl range with dry mouth and vomiting. The patient stated that to correct bg they have been giving correction boluses through the pump and has been able to keep bg down. The patient stated that they last changed the site on (B)(6) 2013. The patient stated confirmed that the time and date were correct and basal rates were correct. Customer support (cs) also reviewed alarm history with the patient and the patient received multiple low cartridge alarms. Patient confirmed that all boluses were completed and after pump history review it was noted that the pump was delivering as intended. The patient denied any changes in activity, medication or health. Cs instructed the patient to follow-up with healthcare professional about bg management. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).